Manufacturer narrative:
The subject device in this report was returned to omsc for evaluation. The evaluation is in progress. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during an unspecified procedure with the subject device, the endoscopic image became noisy when the user moved the camera cable of the subject device accidentally. The user facility replaced the subject device to a similar device to complete the procedure. There was no report of patient injury associated with this event.